Event description:
It was reported that the patients ipg had become inoperable following an unrelated emergency surgery the patient had undergone. The patient underwent a surgical ipg replacement on (B)(6) 2023 to rectify the issue. Therapy was restored post operatively.

Manufacturer narrative:
Event date is estimated. A patient had an ipg replacement was reported to abbott. It was determined the patient had an emergency surgery and did not put ipg in surgery mode. As a result, the patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.